Manufacturer narrative:
Result: broken gas spring.

Event description:
It was reported by service report that the rail dampener rod was broken with sharp edges present, making the rail drop down when released. No pt involvement or adverse consequences were reported.